Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) damaged springs to be replaced. No harm or injury reported.

Manufacturer narrative:
Due to character limitation event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d9, d10, e1 (initial reporter, event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the conical springs ((B)(4)). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) battery springs needed to be replaced. There was no patient involvement.